Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential risk associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the reported too-aortic valve position post deployment with subsequent cai cannot be confirmed; however, it appears to be related to the lcc bulky calcification causing the valve to move upwards during deployment. The device was not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences field clinical specialist report, after transfemoral deployment of a 23mm sapien valve, the position was too aortic (approximately 70:30) with central leak. The pre-deployment position was 50:50 but a chunk of calcium in the left coronary cusp (lcc) caused the valve to shift upwards during deployment. A 2nd 23mm sapien valve was deployed, which solved the central leak. The patient was stable throughout the procedure. Per report, the aortic valve leaflet calcification was severe, and the patient had an ejection fraction of 35%; the image intensifier angle and the delivery system coaxial alignment were good.